Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a scratched lcd lens. The customer stated problem was not confirmed. The device was able to turn power on upon power up. The device passed all functional testing and ran the program for an extended period of time with no issues occurring. Therefore, no fault found with the issue. However, software was re-installed as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device randomly turns off. No patient injury was reported.